Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer was having issues with blood glucose and sensor glucose readings. Customer checked alarm history and he had a calibration error alarm. Customer stated that in the morning his sensor had been giving readings between 50mg/dl-78mg/dl, but blood glucose was in the 90'smg/dl, then it rise to 134mg/dl, so he calibrated the sensor, then received the alarm. The customer's blood glucose was 90mg/dl. Troubleshooting determined that the customer may have calibrated with a blood glucose that was outside of the range and might be the reason of the calibration error. Customer is having difficulties with setting the alarm on the sensor. Customer's current blood glucose was 90mg/dl and sensor glucose was 65mg/dl. Advised customer that the sensor will be replaced.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed continuity resistance test. The sensor passed per specifications. Performed bicarbonate buffer test and the sensor passed with accurate readings.